Event description:
Adverse event(s): "no patient injury reported'' (no consequences or impact to patient). Product problem(s): "when the doctor pressed down on the footswitch nothing happened" (device inoperable). A director of surgical services reported the footswitch stopped working in the middle of a case. When the doctor pressed down on the footswitch nothing happened. A different footswitch was used to complete the case. There was no patient harm or cancelled cases reported. The footswitch will be sent back for in-house evaluation.

Manufacturer narrative:
The footswitch has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).